Event description:
A health care professional reported that the mini flared phaco tip was bent before intra ocular lens implantation surgery. The surgery was completed on the same day after using a spare tip. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).